Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hours. The battery was removed from pump and monitored for 10 minutes, the insulin pump powered up properly after insertion of the battery and no pump error 23, 49 or 68 were noted. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm post-reset ram crc. Customer's blood glucose at time of incident was 6.3mmol/l. Customer stated the alarm did not occur immediately after battery change. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.